Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issue is most likely due to the effect of a considerable mechanical force caused by an impact, fall or collision with other devices. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope was broken. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.